Manufacturer narrative:
Pc-(B)(4). Batch # unk. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced bleeding peri-operative complication after the procedure harmonic ace®+ 2,267 general: 1,303 plastic: 4 gynecological:247 urological: 158, orthopedic: 131, thoracic: 411, pediatric: 13, harmonic ace®+7 1,974 (general: 1,230, plastic: 3, gynecological: 137, urological: 147, orthopedic: 20, thoracic: 421, lymphatic vessels: 10, pediatric: 6). Blood transfusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: harmonic ace®+ 2,160 (general: 1,338, plastic: 8, gynecological: 179, urological: 121, orthopedic: 115, thoracic: 374, pediatric: 25) harmonic ace®+7 1,493 (general: 997, plastic: 2, gynecological: 82, urological: 97, orthopedic: 24, thoracic: 283 lymphatic vessels: 3, pediatric: 5) harmonic® hd1000i 602 (general: 420, plastic: 2, gynecological: 17, urological: 84, orthopedic: 8, thoracic: 53, lymphatic vessels: 2, pediatric: 16) harmonic focus®+ 70 (general: 44, plastic: 6, gynecological: 3, urological: 0, orthopedic: 11, ent: 5, pediatric: 1). Thermal injury has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: harmonic ace®+ 6 (general: 4, plastic: 0, gynecological: 0, urological: 0, orthopedic: 0, thoracic: 2, pediatric: 0) harmonic ace®+7 3 (general: 2, plastic: 0, gynecological: 1, urological: 0, orthopedic: 0, thoracic: 0 lymphatic vessels: 0, pediatric: 0) harmonic® hd1000i 2 (general: 2, plastic: 0, gynecological: 0, urological: 0, orthopedic: 0, thoracic: 0, lymphatic vessels: 0, pediatric: 0). 30 day post-operative bleeding related reoperations within 30 days after discharge has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: harmonic ace®+ 71 (general: 25, plastic: 0, gynecological: 40, urological:5, orthopedic: 0, thoracic: 1, pediatric: 0) harmonic ace®+7 46 (general: 35, plastic: 0, gynecological: 8, urological: 2, orthopedic: 0, thoracic: 0, lymphatic vessels: 1, pediatric: 0) harmonic® hd1000i 9 (general: 5, plastic: 0, gynecological: 1, urological: 2, orthopedic: 0, thoracic: 0, lymphatic vessels: 0, pediatric: 1) harmonic focus®+ 7 (general: 5, plastic: 2, gynecological: 0, urological: 0, orthopedic: 0, ent: 0pediatric: 0).